Manufacturer narrative:
The operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. The insulin pump was received with cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not be functioning properly. Blood glucose level at the time of the call was 485 mg/dl, which was treated with a manual injection. Customer stated that even after site change, her blood glucose level would not come down until she manually injected insulin. During troubleshooting, the customer confirmed that the drive support cap was flush. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.